Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The staple pushers were flush to sub-flush with the cartridge. The clamping mechanism was deformed. There were improperly formed staples embedded in the cartridge there were not abnormalities with the laminate hooks and the channel springs. Functional testing found that the reload was loaded into a representative instrument. The jaws clamped and unclamped fully. Further functional testing was withheld to maintain the state. It was reported that the instrument was locked on tissue. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical resection for lung cancer, when opening the reload during the third suture, the tissue at the end of the suture became stuck between the suture clips, and the device locked on the tissue and could not be removed. Since the lung segment to be cut was very long, the surgeon placed a first suture, then continued with a second suture, and then continued with a third suture. To avoid tearing the tissue, the surgeon unhooked the reload from the handle, reloaded the handle with a new reload, and performed a second resection adjacent to the first. The procedure was extended by 10 minutes due to device issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.